Event description:
The patient experienced mild side effects to their intrathecal medication. They had uncontrolled nausea and vomiting, and they experienced one day of urinary retention after their pump was implanted. The nausea and vomiting were secondary to anesthesia. The doctor decreased the patient¿s dose as the patient did not report any pain. The patient followed up in the clinic for a post-operative evaluation, and at that time they reported their symptoms had resolved. The event resolved without sequelae as of (B)(6) 2015. The pump contained dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient reported weakness on (B)(6) 2015. The device was reprogrammed. The etiology was indicated as possibly related to the device or therapy, related to the implant procedure, possibly related to the medication, specifically therapy initiation. The outcome was resolved without sequelae (B)(6) 2015.